Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that removal difficulty and a shaft broke occurred. A portion of the device remains in the patient. A wolverine¿ coronary cutting balloon® was in use. Upon removal of the device, the balloon was stuck in the lesion and the shaft broke. The balloon and the distal portion of the hypotube were not able to be retrieved and were left in the patient's body. No patient complication were reported.